Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 21-dec-2017 with the following findings: the keypad was found to be intact; no damage was observed. The ok keypad button was unresponsive. All other keypad buttons were found to respond appropriately to button presses. The keypad cover was removed and no contamination or damage was found to the button contacts. The pump was opened and moisture was observed on the keypad flex connector.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a tha the keypad buttons were under responsive. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no serious injury associated with the complaint.